Event description:
It was reported that during a supply change the user dropped a cartridge, observed it was cracked, and could not proceed because the pump remained at the press-and-hold stage; the user was confirmed disconnected, then guided to complete the supply change with the empty pump to initiate a new supply change and successfully rewind. Customer care provided troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error resulting in a damaged cartridge and an incomplete supply change workflow, with successful resolution after guidance. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and use during supply change.